Event description:
The customer reported that imprecise thyroid stimulating hormone (tsh) results were generated on a unicel dxl800 access immunoassay system for two patient samples. This report is two of three and represents the tsh results generated for one patient sample on a unicel dxl800 access immunoassay system on (B)(6) 2011 which were regarded as imprecise. The initial tsh result (addressed by a previous MDR report) was reported outside of the laboratory and questioned by the physician. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. Upon multiple repeat tsh and fast tsh testing on the same instrument , the tsh results varied from the fast tsh results. Collectively the results did not meet the precision claims of the assay. Repeat fast tsh results were also generated on another instrument. These results were not questioned as imprecise by the customer as the matched the fast tsh results obtained on the initial instrument. The sample was drawn into lithium heparin plasma tubes and centrifuged prior to testing. The sample was retained at room temperature. Beckman coulter led customer troubleshooting revealed that hardware was not malfunctioning and the issue was isolated to specific patient samples. Instrument assay quality control results were recovering within the customer's established limits on the date of the event. No patient specific information, additional sample collection/handling information or additional instrument performance information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event as it was believed to be sample related beckman coulter inc. Requested that the sample be sent into customer product line support for investigational testing, or that the sample be sent to a reference lab to confirm the customer's results. The customer reported there was no sample remaining that could be sent out for testing. A definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2011-03580, 2122870-2011-03581, 2122870-2011-03630.